Event description:
It was reported that a software error was detected in the customer's insulin pump, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and continued with pump therapy.